Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump audio bolus button was not working. This report is made based on the allegation of the audio bolus button response issue.

Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was no visible damage to the audio bolus button and was intact. On testing, the audio bolus button was unresponsive. The audio bolus button cover was removed for investigation and revealed the bolus button slug was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.